Event description:
It was reported that the battery gauge was fluctuating resulting in the pump shutting down. The customer experienced an elevated blood glucose (bg) level with diabetic ketoacidosis. The continuous glucose monitor read ¿high¿; however, a specific bg value was not provided. A bolus was delivered to address bg level. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.